Manufacturer narrative:
Tracking #.46573. Device-a. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the clips jammed and scissored. There was no pt consequence.